Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated the pump fell in water. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with critical pump error (open book image) alarm during testing due to moisture damaged on electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). No alarms that generated as result of critical pump error found in pump history. Unit was received with moisture damaged on motor assembly, cracked battery tube threads, cracked case along the side of the battery tube, cracked case at display window corner and minor scratched lcd window.